Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported in a journal article that the patient underwent an open or laparoscopic hepatic resection procedure on an unknown date and absorbable hemostat was used. During the procedure, the patient experienced minor to moderate bleeding from the resection area after primary control of arterial bleeding or major venous hemorrhage with absorbable hemostat. The patient required hemostatic rescue therapy due to insufficient primary hemostasis, venous bleeding, and/or arterial bleeding. No additional information was provided.